Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. There were no similar complaints in the lot. After three notifications and a provided tracking, there were no samples returned for review. Additionally, there were no images provided to support the alleged complaint. Without such evidence, the results are inconclusive and this complaint could not be confirmed. Without the sample to review, a thorough investigation to establish a root cause and an appropriate corrective action for the reported issue is not possible. If the sample is returned at a future date, this compliant may be reopened for further review at that time. Additional information provided in h.6. And h.11.

Event description:
Upon removal, approximately 1.5 cm of tip of PICC line remained in heart. Transferred infant to higher level of care for removal. Post PICC line removal, infant transferred back to facility in good condition.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.